Event description:
The report received from the affiliate indicated that the 2.50 x 15mm sakura fire star balloon withdrew with difficulty. The surgeon tried many ways to withdraw it. The lesion was at the left circumflex lcx intermediate segment, and the other information was unknown. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was nothing unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. There was no difficulty advancing the guide wire towards the target lesion. There was no difficulty advancing the device towards the target lesion. It was the first time the balloon was inflated and inserted into the patient. The procedure was completed successfully when the physician withdrew the product. The balloon will be returned for investigation.

Manufacturer narrative:
The gender of the patient is unknown. The initial reporter contact information is unknown. (B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint device was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: a 2.50 x 15mm sakura fire star balloon catheter (bc) withdrew with difficulty. The surgeon tried many ways to withdraw it. The lesion was at the left circumflex (lcx) intermediate segment, and the other information was unknown. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was nothing unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. There was no difficulty advancing the guide wire towards the target lesion. There was no difficulty advancing the device towards the target lesion. It was the first time the balloon was inflated and inserted into the patient. The procedure was completed successfully when the physician withdrew the product. The balloon was returned for analysis. One non sterile sakura fire star 2.50 x 15mm bc was returned. The balloon was already inflated and was received fully deflated. The body shaft presented a kinked condition at 40cm from the distal tip. No other anomalies were found. A guide wire 0.014¿ (lab sample) was inserted through the unit and no resistance or friction was detected. The balloon was inflated and deflated and no anomalies were found. A device history record (DHR) review of lot 15920642 revealed no anomalies or non-conformances that can be associated with the reported complaint. The event ¿balloon-withdrawing difficulty¿ reported by the customer was not confirmed since no anomalies were found during functional analysis. The cause of the event as well the kinked condition found during the analysis could not be conclusively determined. The device performed as intended and neither the DHR review nor the analysis suggests that the failure is related to the manufacturing process. Therefore, no corrective/preventive action will be taken.